Manufacturer narrative:
(B)(4). Concomitant devices - persona uc tibial articular surface provisional right size 3-7 cd top catalog #: 42527200410 lot #: 62351304. The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see all reports associated with this event: 0001822565-2022-00628.

Event description:
It was reported that during knee arthroplasty a crack was identified in the tibial articular surface provisional prior to trialing and the femoral impactor fractured in half upon impaction with the femur. Additional instruments were used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6; h10 examination of the returned impactor found signs of repeated use and is fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device has a potential field age of 8+ years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.